Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging an other message issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the reporter contacted lifescan USA alleging an other message issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (07/15/2014)-device evaluation: the meter involved with this complaint has/have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 07/10/2014 with the following findings: the meter has passed testing with no faults found and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.